Event description:
A doctor or optometry reports a patient experiencing glare and halos following lasik surgery. During the pre-operative exam, the patient stated he was rejected by another surgeon due to dry eyes. Uneventful custom lasik surgery was performed for myopia an astigmatism, during the early post-operative period the patient reported hazy vision, glow around lights and slight double vision in the right eye. The patient stated he could not drive at night. The patient also experienced interface edema and inflammation. Although the patient's visual acuity was not adversely affected, the patient still reports halos and starbursts after one year. At the last post-opertive exam, 1 year and 2 months post -op the patient was slightly over connected in both eyes.